Manufacturer narrative:
At this time, product has not yet been returned. There was no indication that the product did not meet specification. Sensor kit expiration date is 30-sep-2022. The adverse event associated with this report occurred on (B)(6) 2022 which confirms the usage of the device beyond the useful life of the device. Additional investigation activities are not required as the device met specification when it was released and throughout its lifespan. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a "sensor ended" message with the adc device. The customer reported they were sweaty and shaking but unable to obtain sensor reading due to message. The customer subsequently experienced seizure and loss of consciousness and was treated with glucose injection (hypopen) by spouse. There was no report of death or permanent injury associated with this event.